Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture.¿ during evaluation of the device it was observed a crease in posterior view, additionally a tear within the crease was noted, measuring approximately 2 cm. No other anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore, no further investigation is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It is possible the crease/fold rupture was caused by the stress occasioned to the shell by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot.¿ an investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/27/2019, the mentor received date of explant along with device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/ or reoperation: right capsular contracture; baker grade iii. Concomitant products: left side; 350cc mentor memorygel breast implant; catalog number: 3507350bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 325cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade iii postoperatively. As a result, the device was explanted on (B)(6) 2019.